Manufacturer narrative:
Result: fowler litter assembly.

Event description:
It was reported by service report that the bed has a bent fowler section that will not lay flat. There was pt involvement, however no adverse consequences are reported.